Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that x-stage cover was replaced and gantry was re-homed. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect cover has been received by manufacturer for evaluation. The reported issue was confirmed as the cover damaged by docking pin. Failed visual inspection as the cover had dents and scratches around docking holes.

Event description:
A medtronic representative reported that while performing a system checkout, the system would not dock and the x stage cover dented. During troubleshooting, representative performed invalidate home, but the system went into stand alone mode. Rebooting the system and unplugging/replugging the system did not resolve the issue. There was no patient present at the time of the issue. This stand alone mode issue is reported in MDR with filing number 1723170-2017-04290.